Event description:
The customer reported that during a demo, they placed a torso manikin on the autopulse nxt platform (B)(6). The platform and nxt band (lot # unknown) kept providing compressions; however, the band twisted on its own. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt band in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during a demonstration, a torso manikin was positioned in the center of the autopulse nxt platform (sn (B)(6), where the patient would be placed. The nxt band (lot #211836) was installed across the manikin's chest in the appropriate anatomical position. When the nxt platform started compressions, the band twisted on its own. The customer reported that the band initially took up on only one side. No alerts were displayed on the nxt platform during the event. The band had not been used in any prior demonstrations, and no visible damage or signs of deterioration were observed. When the same torso manikin was used with different nxt band(s), the nxt platform functioned as expected. No patient involvement.

Manufacturer narrative:
Sections b5, d2 (lot #), d9, h3, h4, and h6 codes were updated. The reported complaint that the nxt band (lot #211836) twisted on its own after the initiation of compressions was not confirmed during visual inspection of the returned band. No evidence of twisting, deformation, or creasing was observed. During additional visual inspection, the protective cloth cover (tyvek liner) was found to be fully detached from both band guards and forcibly torn from its attachment points, unrelated to the reported complaint. The application of excessive force, such as pulling upward on the band, may result in this type of damage. Therefore, user mishandling cannot be ruled out as a contributing factor. Functional testing was not performed due to the damage observed on the returned nxt band.